Event description:
It was reported that the patient implantable pulse generator (ipg) site was hot and burning when therapy was on. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1416 sn: (B)(6) the returned ipg was analyzed and the ipg displayed normal device characteristics during visual and functional examinations. An analysis of the data logs showed that the highest temperature recorded in the system log while the device was in use fell within the expected range. Furthermore, the current leakage test confirmed that there is no loss of electrical current. The allegation that "the patient's ipg site was hot and burning when therapy was active" could not be confirmed. A review of the labeling revealed that this reported event is a known risk associated with implanting a pulse generator as part of a spinal cord stimulation system. Therefore, the probable cause identified for this investigation is the known inherent risk of device.

Event description:
It was reported that the patient implantable pulse generator (ipg) site was hot and burning when therapy was on. The patient underwent an ipg replacement procedure and was doing well postoperatively.